Manufacturer narrative:
(B)(4) additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received indicated that during an unknown procedure, the pigtail portion of the 65 cm. 5 fr. Pigtail mb 8sh catheter broke off during use and the marker bands became loose. The physician was reported to have been able to retrieve the pieces of the broken catheter successfully without apparent harm to the patient. There was no reported patient injury. The product will be returned for inspection.

Manufacturer narrative:
The product was returned for inspection. Additional information received indicated that the pigtail catheter was stuck on the non-cordis (linderquist) guidewire and could not be withdrawn over the wire. The physician had to place a sheath over the catheter and pull back the catheter and wire out together as a system. On the back table it was noticed that the markers were all bunched up together, but none were lost in the patient. The product was returned for inspection and the preliminary comments indicated that the device was received in two (2) pieces. No additional information is available. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During an unknown procedure, the pigtail portion of the 65 cm. 5 fr. Pigtail mb 8sh catheter broke off during use and the marker bands became loose. The physician was reported to have been able to retrieve the pieces of the broken catheter successfully without apparent harm to the patient. There was no reported patient injury. The pigtail catheter was stuck on the non-cordis guidewire and could not be withdrawn over the wire. The physician had to place a sheath over the catheter and pull back the catheter and wire out together as a system. On the back table it was noticed that the markers were all bunched up together, but none were lost in the patient. No additional information is available. The product was returned for analysis. One non-sterile diagnostic cath mb 5f pig 65cm 8sh unit was returned. Per visual analysis, the unit was separated at 40.6cm from device hub. 14 out of 20 marker bands were found moved/ out of position at distal section of unit. Per microscopic analysis the marker band marks on the unit¿s surface did not reveal evidence of damage (scratches, peelings, abrasions, etc.). However, the unit had elongations on the distal tip. Marker bands 1 to 6 remained in their original positions (the position of the marker bands is numerated from the distal end to the hub). The separated area and external edge surfaces at separation area showed definitive evidence of elongations at separation. No other anomalies were found. Per sem analysis the catheter separated areas revealed material deformation and evidence of elongations. The elongations observed suggest that the device was induced to stretching/pulling events that exceed the material yield strength prior to the separation. No other issues were noted during sem analysis. Per dimensional analysis the od and ID of the distal section was measured close to the areas where the marker bands were out of position and were found below specification due to elongation of the distal tip, except from od between marker bands from mb 9 to mb 8 where elongation was less noted along the catheter. Per functional analysis a guide wire was introduced into the unit but could not be inserted due to the separated condition of the catheter. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿catheter (body/shaft) - separated - in-patient¿ and ¿marker band (supertorque) - offset/out of position - in-patient¿ were confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis; however based on the limited information available for review, procedural or handling factors may have contributed to the event as evidenced by elongations noted on the distal area and the areas of separation during analysis indicative of stretching/pulling events that exceeded the material yield strength of the component prior to separation. According to the instructions for use, which is not intended as a mitigation, ¿manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
During an unknown procedure, the pigtail portion of the 65 cm. 5 fr. Pigtail mb 8sh catheter broke off during use and the marker bands became loose. The physician was reported to have been able to retrieve the pieces of the broken catheter successfully without apparent harm to the patient. There was no reported patient injury. The pigtail catheter was stuck on the non-cordis guidewire and could not be withdrawn over the wire. The physician had to place a sheath over the catheter and pull back the catheter and wire out together as a system. On the back table it was noticed that the markers were all bunched up together, but none were lost in the patient. No additional information is available. The product was returned for analysis. One non-sterile diagnostic cath mb 5f pig 65cm 8sh unit was returned. Per visual analysis, the unit was separated at 40.6cm from device hub. 14 out of 20 marker bands were found moved/ out of position at distal section of unit. Per microscopic analysis the marker band marks on the unit¿s surface did not reveal evidence of damage (scratches, peelings, abrasions, etc.). However, the unit had elongations on the distal tip. Marker bands 1 to 6 remained in their original positions (the position of the marker bands is numerated from the distal end to the hub). The separated area and external edge surfaces at separation area showed definitive evidence of elongations at separation. No other anomalies were found. Per sem analysis the catheter separated areas revealed material deformation and evidence of elongations. The elongations observed suggest that the device was induced to stretching/pulling events that exceed the material yield strength prior to the separation. No other issues were noted during sem analysis. Per dimensional analysis the od and ID of the distal section was measured close to the areas where the marker bands were out of position and were found below specification due to elongation of the distal tip, except from od between marker bands from mb 9 to mb 8 where elongation was less noted along the catheter. Per functional analysis a guide wire was attempted to be introduced into the unit but could not be due to the separated condition of the catheter. A review of phr for lot 17695191 concluded no issues were noted that were considered potentially related to the reported complaint. The phr review does not suggest that the failure experienced by the customer could be related to the manufacturing process. The reported ¿catheter (body/shaft) - separated - in-patient¿ and ¿marker band (supertorque) - offset/out of position - in-patient¿ were confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis; however, based on the limited information available for review, procedural or handling factors may have contributed to the event as evidenced by elongations noted on the distal area and the areas of separation during analysis indicative of stretching/pulling events that exceeded the material yield strength of the component prior to separation. According to the instructions for use, which is not intended as a mitigation, ¿manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.